Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited externalized conductors upon fluoroscopic imaging. The lead will continue to be monitored. The patient was stable and asymptomatic.

Event description:
New information received notes that the lead was explanted after it was discovered that it was encapsulated in calcium. Imaging noted cardiac perforation but there was no allegation that the perforation was caused by any abbott product or procedure. Patient was stable post-operation.

Event description:
New information received notes that during routine generator changeout, it was discovered that the lead was encapsulated in calcium. Imaging noted cardiac perforation but there was no allegation that the perforation was caused by any abbott product or procedure. The lead was successfully explanted. No adverse patient consequences were noted.

Event description:
Additional information received notes that the patient was stable post procedure.

Manufacturer narrative:
The reported events of externalized conductors and lead abrasion were confirmed. As received, a partial lead was returned in two portions. Visual analysis noted two external insulation abrasion and an internal insulation abrasion. The two external insulation abrasions consistent with friction to the device can were noted breaching the superior vena cava cable lumen on the connector portion (a). The etfe cable coating and the inner cable lumen were intact in both locations. The internal insulation abrasion was noted breaching the ring electrode cable lumen on the distal portion (b) at the distal tip region of the lead. One of the ring electrode cables was abraded in two locations with no damage noted the inner cable lumen. All other damages found are consistent with procedural damage.